Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact on the customer's blood glucose level. Customer was provided with information to reset the pump, and after assistance from technical support, the malfunction did not recur. Customer was informed they could continue using the pump and advised to call back if any issues returned.